Event description:
It was reported, the latter half of the operation, the tissue pad of the ultrasonic surgical instrument melted and the probe broke. The device was outside the body at the time, so it did not fall off inside the body. The issue occurred during a therapeutic hernia procedure. There were no reports of patient harm. The device was replaced with a similar product and the procedure was completed without delay.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the wear and peeling of the tissue pad caused by ultrasound output while tissue was grasped at the tip, leading to contact between the gripper and probe, which resulted in contact marks and cracks, ultimately causing the probe to break. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: rc2058 10. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.